Manufacturer narrative:
The reason for reoperation is deflation and ripples. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported a left side deflation and ripples. Device was explanted.